Manufacturer narrative:
After further review it was determined that this file is not MDR reportable, the patient did not receive the medication and there was no patient harm.

Event description:
The customer reported that the internal serial numbers of the two pumps were the same. The data was populating an insulin drip of an adult ICU patient that was actually data from a baby in the peds ICU. The nurse was able to identify the error, there was no patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the internal serial numbers of the two pumps were the same. The data was populating an insulin drip of an adult ICU patient that was actually data from a baby in the peds ICU. The nurse was able to identify the error, there was no patient harm.